Manufacturer narrative:
One device was received for device analysis. The service history log was unable to be analyzed due to error code 41622. The customer reported complaint was confirmed. The functional testing performed and error code 41622 displayed, which caused the device to fail the motor testing. Replaced optic switch sensor and dual flag gear.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a red screen 41622 and 1003 error code when starting infusion. There was unknown patient involvement.